Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018. Customer¿s blood glucose value at time of incident was 45 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with food and glucose tablets. The customer was wearing the insulin pump during the hospitalization. Customer's parent declined to troubleshoot for low blood glucose value. The insulin pump/reservoir will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. (B)(4).

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. (B)(4).